Event description:
Boston scientific received information that during a device interrogation when the patient was in the emergency room, it was noted that the device was in storage mode. Boston scientific technical services (ts) was consulted and recommended replacement of the device. It was noted that the patient had an underlying rhythm of 35 bpm and no adverse patient effects were reported. The field representative was unable to obtain additional information. The device remains implanted in the patient.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.